Event description:
It was reported that the patient developed moderate worsening of parkinson's disease. The patient was admitted to the hospital and treated with medication. The event was assessed as unlikely related to the stimulation, and not related to the procedure or device. It was assessed that the known or suspected cause of the event is the patients parkinson's disease. The patient was discharged and the event is recovering-resolving. The devices remain implanted and there is no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: m365db2202450, model: db-2202-45, serial : (B)(4) , batch : (B)(4). Product family: upn: m365db2202450; model: db-2202-45; serial : (B)(4); batch (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event product family: upn m365db2202450. Model db-2202-45. Serial (B)(6). Batch 7074142.

Event description:
It was reported that the patient developed moderate worsening of parkinson's disease. The patient was admitted to the hospital and treated with medication. The event was assessed as unlikely related to the stimulation, and not related to the procedure or device. It was assessed that the known or suspected cause of the event is the patients parkinson's disease. The patient was discharged and the event is recovering-resolving. The devices remain implanted and there is no further course of action. Additional information was received that the device was reprogrammed and patients symptoms decreased.